Manufacturer narrative:
The product was returned for analysis and the reported complaint was not observed. The optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. Results from the product history record review indicated the product met release criteria. Additional observations were as follows; lens returned in three (3) pieces (cut) and returned not in its original lens case. The lens is immersed in blood and solution. The optic is torn/split (cut) and is scratched/marked-rejectable. Unable to conduct power and resolution test (lens bench) due to condition of returned sample. We are unable to confirm the reported complaints. The lens was cut in three pieces through the center of the optic. Due to this damage, a functional test (lens bench) to check the power and resolution of the lens could not be conducted due to the condition of the returned sample; however, based on information provided by the surgeon, the surgeon knowingly used a lens that would not give the desired outcome. Based on these investigation findings, we are unable ot verify if the lens contributed ot the event. There are no other complaints associated with the indicated lot number. Corrected information: an initial MDR (MFR report # 1119421-2015-05629; submitted 06/22/2015) and one supplemental report (08/05/2015) were submitted for this event under the incorrect manufacturing site of (B)(4). A second supplemental report (MFR report # 9612169-2015-00565; submitted 9/15/2015) was filed correcting the manufacturing site to (B)(4). This current report references the correct manufacturing site (B)(4) in an initial report and provides an explanation linking these report filings. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that prior to an intraocular lens (iol) implant procedure, he did not have the desired iol for implantation, so another lens was implanted instead, which resulted in a refractive error. In a follow up, the surgeon reported that the patient had blurry distance and near vision, as well as, halos in her vision. The lens was exchanged. The event was noted to be resolved after the exchange procedure.